Manufacturer narrative:
The device remains implanted inside the patient's vasculature.

Event description:
It was reported that during right internal carotid artery-communicating (c7 segment) aneurysm procedure, the subject flow diverting stent was implanted successfully covering aneurysm neck. Post procedure, patient had visual field deficit having black spots in the sight. It was resolved in 14 days with sequelae and the MRI indicates ischemic complications. According to the site the adverse event had causal relationship to the procedure and probable relationship to the subject flow diverting stent. No additional information available.

Event description:
It was reported that during right internal carotid artery-communicating (c7 segment) aneurysm procedure, the subject flow diverting stent was implanted successfully covering aneurysm neck. Post procedure, patient had visual field deficit having black spots in the sight. It was resolved in 14 days with sequelae and the MRI indicates ischemic complications. According to the site the adverse event had causal relationship to the procedure and probable relationship to the subject flow diverting stent. No additional information available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to the reported ¿patient neurological deficit¿.